Manufacturer narrative:
(B)(4)

Event description:
It was reported a merlin.net transmission indicated non-sustained rv-noise episodes and oversensing. Noise was noted historically on a-lead and left untouched. The patient condition is stable.